Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. There was no reported impact to blood glucose. Reportedly, customer obtained alternate insulin therapy from a healthcare provider.